Manufacturer narrative:
D3 (email address) and g1 (contact information) were updated. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, after initiating a manual transmission, normal behavior of the monitor was observed during the transmission when collecting data from the implant. Then suddenly, the leds started flashing in red and automatic communication with the implant was disabled. Four transmission attempts were launched but the situation remained unchanged.

Event description:
Reportedly, on (B)(6) 2021, after initiating a manual transmission, normal behavior of the monitor was observed during the transmission when collecting data from the implant. Then suddenly, the leds started flashing in red and automatic communication with the implant was disabled. Four transmission attempts were launched but the situation remained unchanged.